Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the top cover, battery compartment, front enclosure and bottom enclosure were damaged. The autopulse platform is a reusable device and was manufactured on 09/23/2009. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. A review of the platform was performed and multiple of user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) messages were observed on the date of occurrence of 06/20/16 thus confirming the reported complaint. The platform was functionally tested and there were no problems or error messages noted. The platform was tested using lrtf (large resuscitation test fixture, equivalent to 250 pound patient) fixture for approximately 23 minutes and there were no error codes noted. A load cell characterization check was performed and both cells passed even though load cell 2 was slightly high on the reading. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 7 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The load cells passed the characterization testing. Therefore, the probable root cause is that either the patient was not placed on the platform evenly or the patient had shifted causing uneven weight distribution on the load cell. Although the load cells passed during testing, load cell module 2 was replaced to avoid the re-occurrence of ua07. The platform passed all final testing criteria.

Event description:
It was reported that during a cardiac arrest call, the responding crew placed the patient on the autopulse platform. Shortly after starting active operation, the platform stopped compressing and displayed user advisor (ua) 07 (discrepancy between load 1 and load 2 too large) message. The crew powered off the platform and started manual CPR. Upon power-up, the platform displayed that the patient was not aligned properly or out of position. Autopulse was powered off and patient was re-centered but ua 7 could not be cleared. After three more attempts the use of the autopulse platform was discontinued and the crew reverted to manual CPR. The crew reported that the lifeband was used properly and the patient was secured in the correct location at all times. All troubleshooting was performed according to the autopulse user guide. Manual CPR was performed at all times during troubleshooting. There were no patient consequences reported.